Manufacturer narrative:
Retainer ring = black. Case type = ngp patient returned pump for experiencing low bg and an alleged blank display and exposed to moisture observed on 14-nov-2021. Pump received with frozen medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to frozen medtronic logo. Unable to download history files and traces using thump due to frozen medtronic logo. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Additionally corroded battery tube and keypad were noted during inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, battery cap contact missing, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Frozen screen was confirmed during analysis due to moisture damage on the electronic assembly. Blank display was not observed during analysis. Blank display not confirmed. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed on pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, keypad, battery tube and keypad flex tail. Unable to verify customer's low bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.3 mmol at the time of the incident and current blood glucose was 4.7 mmol/l. The customer was assisted with troubleshooting for low blood glucose and insulin pump was exposed to moisture. The customer was treated with food. Customer stated that the auto mode feature was not active at time of low blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.